Event description:
A physician attempted arteriotomy closure using the starclose device. During the procedure, while splitting the sheath and advancing the thumb advancer, the vessel locator wings collapsed even though the vessel locator button was still depressed. The clip applier went out of the artery because of the collapsed wings. The physician reverted to manual compression to achieve hemostasis. There was no patient injury reported.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This event has been identified as a malfunction. Abbott vascular has initiated a corrective action.